Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional information, (including patient information), was provided.

Event description:
It was reported that the nurse was unable to flush the line, and then the pump segment ballooned.